Event description:
It was reported during a da vinci-assisted prostatectomy surgical procedure, the medium-large clip applier instrument clip would not close. The procedure was completing as planned with no report of patient injury. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12-apr-2022. The medium-large clip applier instrument clip was attempted but would not close and lock.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and performed a device evaluation. Failure analysis replicated/confirmed the reported issue. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument failed the clip test. The clip would not release from the grip tips after closing the clip onto the test tube. The root cause of this failure is attributed to mishandling /misuse. The medium-large clip applier instrument was found with one grip bent and the damage was found near the base of the clip groove, causing a 0.025" offset at the tips. As a result, the clip could not be properly loaded on the grips which causes clip test failure. The root cause of the severely bent instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument. A review of the instrument log for the medium-large clip applier instrument (470327-12/ n10210308 0425) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 via system sk5248. The alleged instrument had 91 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk5248. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.